Manufacturer narrative:
Reliability analysis inspected 2 opened/used infusion sets and performed the manual prime test per dqtp 6117 section 13.2.3.2.2 and des 8652. A new lab reservoir was used along with a 5 xx insulin pump. Reliability analysis found 1 out of the 2 infusion sets had failed per specifications due to occlusion found at the p cap needle. The other infusion set passed per specifications and there was occlusion anomaly observed during analysis. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery alarm and issues with the infusion set. Customer's blood glucose level was 205 mg/dl. Customer treated their blood glucose levels via manual injection. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during bolus delivery. Customer was advised to replace the plunger and manually push plunger in order to verify insulin exited the tubing. Customer was advised replacement infusion sets would be sent out and they agreed to return the products for analysis.